Manufacturer narrative:
The ipg passed visual, photographic imaging, electrical and performance tests done. The ipg exhibits normal device characteristics. The explanted leads passed visual and photographic tests done. Although the complaint could not be replicated in the lab, lead (B)(4) has seven broken electrode wires at the suture site. The lead (B)(4) appears intact and does not show any anomalies.

Event description:
A report was received that the patient was explanted due to being overstimulated by the device. The patient is doing well following the explant procedure.

Event description:
A report was received that the patient was explanted due to being overstimulated by the device. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description: enh st ld kit,70 cm.